Event description:
In 2005, the lay pt contacted lifescan alleging that her one touch ultra test strips were damaged. The pt obtained results of 240 and 189 mg/dl on the reported meter within greater than 20 mins of each other. The pt received no med attention. The customer svc agent (csa) did not walk the pt qcc testing, as the pt did not have control solution. The pt claimed that the test strips were damaged, the specific damage was not described. The meter and control solution were replaced. The case is classified as a product malfunction due to the reported damaged test strips.